Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 1500 mg/dl. It was reported that the customer was treated at the hospital with manual daily injections. Troubleshooting was performed. The time and date in the insulin pump were correct. Reviewed the alarm history and found motor error and low reservoir alarms. The customer stated that the motor error alarm occurred during bolus. Ran a fixed prime and the insulin did exit. Performed a high pressure, displacement, and self test and they passed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement, rewind, and basic occlusion test. Further testing could not be performed due to the prime anomaly. The motor was tested outside the device and passed. The insulin pump was rec'd with cracked case on the liquid crystal display window.